Manufacturer narrative:
(B)(4). Eval results: (cause of death is unk).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 6.5 yrs ago as part of a clinical study. Aneurysm and vessel morphology from the time of implant were not reported. It was reported there was a type 1 endoleak detected by CT scan on the 30 day, 6 month and 1 yr follow-ups. There were no clinical consequences until it was recently reported that the pt expired 2 yrs and 4 months ago. No further info has been provided.